Event description:
The manufacturer field service technician reported that the epoxy paint band was damaged while it was being serviced at the user facility. There were no adverse consequences related to this event.